Event description:
It was reported that the white part (teflon pad) of the tip was missing. The teflon pad was not retrieved. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the outer sheath of the insertion section to be loose and buckled. There was evidence of a burn mark on the distal tip. The teflon pad was not returned.